Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported by the patient that infusion set tubing detachment on the first day of insertion. Infusion set detached at the time to showering then sleeping. Infusion set was placed in thigh. No further information was available.